Event description:
A hosp (B) (6) reported via our distributor that the valve was missing on the water trap of an rt105 adult breathing circuit. No pt consequence was reported.

Manufacturer narrative:
(B) (4). Method: the returned breathing circuit was visually inspected for missing water trap spindles. Results: the water trap in the breathing circuit includes a bowl that collects condensate and that can be disconnected from the breathing circuit to be emptied. The water trap includes a spindle valve that closes to maintain uninterrupted gas flow through the breathing circuit when the water trap bowl is disconnected for emptying. The water trap spindle valve was not attached to the returned breathing circuit. A lot check revealed no other similar complaints for this lot number. Conclusion: the water trap spindle valve was omitted from the breathing circuit during production and this led to a leak in the breathing circuit when the water trap bowl was disconnected. The leak would be present only for a few seconds while the water trap was being drained and the breathing circuit would operate as normal with no leaks while the water trap bowl was connected. Our monitoring and trending of missing water trap spindle valves has a rate of occurrence worldwide (B) (4).